Event description:
This knee was originally implanted in 1986. Patient had been experiencing swelling and grating noise lately. At surgery, the 7mm plastic tibial insert was found to be worn and delaminated. A medium neutral 13mm insert was inserted as a replacement. A synovectomy and irrigation was performed and the knee was closeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.